Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's detachable battery needs to be replaced to address the issue. In addition of the above evaluation, the device's software needs to be upgraded to the latest revision and the device passed all test.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's detachable battery needs to be replaced to address the issue. In addition of the above evaluation, the device's software needs to be upgraded to the latest revision and the device passed all test. The detachable battery was evaluated by the manufacturer's product investigation laboratory (pil) and found the detachable battery functioned as designed and operated without any issues.